Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that a call came into (B)(6) emergency medical on (B)(6) 2014, for a (B)(6) male patient. Manual CPR was in progress when the medic arrived. Complainant alleged that the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message after the first compression. The medic repositioned the patient and pulled the lifeband all the way up, however, the issue did not resolve. The medic reverted back to manual CPR (exact length of time not provided). No adverse patient sequelae was reported. No further information was provided.